Event description:
Healthcare professional reported left side "exchange from textured to smooth due to concern with the product," and "plug strap separated".device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: broken plug strap, yellow/black particles in the surface of the shell and crease fold. Leak test was performed and not found openings on the device. A microscopic analysis was performed which identify broken sharp in the plug strap. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: -a sharp broken on plug strap disk shell to an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange from textured to smooth due to concern with the product.